Manufacturer narrative:
Concomitant medical products: product ID: 37713, implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), implanted:(B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3888-45, lot# v053528, implanted:(B)(6) 2007, product type: lead. Product ID: 3888-45, lot# v000790, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3888-45, lot# v038166, implanted: (B)(6) 2007, product type: lead. Product ID: 3888-45, lot# v053528, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had not charged their device for six years; there was a confirmed overdischarge. The patient was seen in the clinic for potential replacement of their device. The manufacturer representative (rep) attempted to read the implantable neurostimulator (ins) but was unable to get a response from the battery. The patient had good pain control with oral medications for the last six years. Information obtained later noted that both of the patient¿s batteries were overdischarged and replacements had not been scheduled. The patient¿s pain continued to be managed with oral medications. No patient symptoms or complications were noted. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported that two stimulators were explanted on (B)(6) 2015 due to overdischarge because the patient had not charged in over 6 years. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results on the ins (B)(4) indicate that the stimulator battery reached end of service due to three overdischarges. Product analysis #(B)(4):the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 55. The last recorded recharge session performed while the device was implanted and before por; occurred on (B)(6) 2011. The device was recharged for 3 hours 18 minutes and the battery charged from 2.480v to 3.815v. The lock mode date is (B)(6) 2000 due to por; the total therapy loss count is 58.